Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the legal manufacturer's final investigation. Corrected fields: g2 (company representative and health professional must be selected) and h4. Additional information added to field h6. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, a probable cause was not identified. This complaint is related to (B)(4). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer's allegation was not confirmed. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the superpulsed laser system had a burning odor. The issue was found during a therapeutic procedure. There were no reports of patient harm.